Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. No further investigation or action is warranted at this time.

Event description:
The customer reported the telemetry device has a speaker malfunction. It is unknown if the device produced audible sound. The device was not in use on a patient at the time of event, there was no adverse event reported.